Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) displayed technical error # 50. There was no patient involvement.